Event description:
Physician experienced fiber breakage while performing laser treatment for venuous insufficiency involving the small saphenous vein (ssv). During pull back of the fiber optic, the fiber fractured and broke inside the patient. An incision was made and the broken piece was successfully retrieved. The patient's leg was scanned via ultrasound for any remaining pieces; none were found. The procedure was completed successfully. The patient received follow-up evaluations and wound care for the incision. Further vein treatments were also performed. Physician did not report the incident to new star lasers at the time. About two months later, the patient went to the emergency room for chest pain. The hospital contacted new star lasers, because it was determined there was a foreign body in the right ventricle, and physicians at that hospital suspect that a broken piece of fiber traveled up into the heart. This is to date unconfirmed and there is no further info. The patient was non-symptomatic and was sent home to return for an MRI and a transthoracic echo to be performed a month later.